Manufacturer narrative:
Device evaluation summary: examination of the distal end of the hawkone cutter revealed that the distal nose cone was separated from the coil section at the distal flush window. The tecothane coating was intact. The guidewire lumen on the white distal tip appeared to be torn. All components of the hawkone cutter were accounted for. The distal filter assembly of the spiderfx embolic protection device was examined. The spiderfx capture wire had separated proximal to the spiderfx filter proximal marker band. The capture wire separation face appeared to be a kink fracture. All spiderfx distal filter assembly and floppy distal tip components were accounted for.

Event description:
The physician treated a 60 mm moderately calcified lesion in the right proximal sfa using a hawkone directional atherectomy device. The artery had a diameter of 6 mm, 85 % stenosis and was moderately tortuous. The procedure used a 6 fr competitor sheath and a 6 mm spider fx embolic protection filter. The devices were prepped as per the IFU with no issues identified. The vessel was not pre-or post-dilated. It was reported that during withdrawal of the hawkone device, the physician experienced severe resistance and the tip of hawkone detached at the hinge-pin. The spider was not able to be removed because it was attached to the tip of the hawkone. The tip and the spider filter were pulled back at the tip of sheath and a cut down procedure of the left brachial artery was performed to remove tip and filter from patient.